Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: two expiratory (evaqua) limbs were received for investigation. Both limbs were visually inspected and performance tested. Results: holes were found in both evaqua limbs near the patient end connector and had the appearance of having been punctured or scratched with a blunt object. Both limbs exhibited excessive leak during the performance test, due to the observed damage. A lot check could not be performed as no lot number was provided. Conclusion: as the breathing circuits had been in use for a considerable length of time, it is most likely that they were damaged during use at the hospital, possibly due to contact with a circuit hanger or another piece of equipment. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that air leaked from the expiratory limb of an rt340 breathing circuit after four days of use. No patient consequence was reported.